Event description:
I went through a heart catheterization procedure where the artery was sealed with an angio seal manufactured by st. Jude medical. Within 12 hours of the procedure, I was experiencing high fever and within 2 days I was infected with a life threatening condition from infection caused by cellulitis. I spent 4.5 weeks in hospital and 2 months later, I am still trying to recover from the enormous wound to my groin. Two surgeries continuous IV for 4 weeks with antibiotics and continued use of a wound vac machine. Dates of use: 2009. Diagnosis or reason for use: heart catheterization.